Event description:
On (B)(6) 2020, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at 10:53 pm. The reporter claimed the patient obtained an alleged inaccurate high result of ¿259 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of fast and long acting insulin. In response to the elevated result, the reporter claimed the patient took his usual dose of 15 units of novolog and additional 15 units of long acting insulin. The reporter claimed that 2 hours later, the patient woke up feeling ¿bad¿ and ¿almost passed out.¿ no other symptoms were reported. The reporter claimed she treated the patient with orange soda at approximately 2:30 am. The patient also ate some food and felt better after. No other device was used for testing. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter. The csa noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.